Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection in the pocket during stage 1. The lead was explanted on (B)(6) 2014 and it was unknown if it was replaced. It was noted that the patient status was alive with no injury and the symptom associated with the event was a pocket infection.